Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient was trying to increase stimulation, and were able to on the right side, but when they tried to increase the left side, it continued to decrease. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the patient started experiencing these issues on (B)(6) 2017. It was further reported that the patient's sister got it straightened out and the stimulation decreasing when trying to increase was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that they were not using it correctly and the issue had been resolved.